Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter. For the second firing of laparoscopic colectomy, the reload was connected to the handle and checked the jaws opening/closing. The surgeon clamped the tissue and close the jaws, and pushed the green firing mode button, then pushed the blue button, however the device could not be fired. The reload was replaced, and the firing was completed. There was no patient injury.